Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11325r07, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) through the manufacturing representative regarding a patient receiving intrathecal dilaudid 20mg/ml at 5.6mg/day. The indications for use were chronic low back pain and spinal pain. The patient experienced a sudden increase in pain. A dye study was done (due to the increase in pain), and they were unable to aspirate. The patient was having a catheter revision done on (B)(6) 2016. The 8709 catheter with unknown length was cut to replace spinal segment 8598a. They explanted 24.5cm and implanted total 38cm of spinal. The hcp instructed to assume 8709 catheter was total length. 102.5cm of catheter primed and started dose at 3mg dilaudid/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.